Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A healthcare reported a right side rupture of the device explanation. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, a crease smooth opening assessed, to a fold flaw opening. Additional observations: crease fold observed, in the device. Wear abrasion observed, in the device. Black particles observed, in the gel and in the surface of the device. Visual analysis of the photographs identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Physician reported, a rupture of the right device. The device has been explanted and replaced with non-allergan device.